Event description:
Additional information received reported that the manufacturing representative saw the patient the week prior to report for her post follow up visit. The manufacturing representative programmed the device and had very good coverage and was doing well. The manufacturing representative noted that the patient did not mention anything in regards to the shocking and jolting sensation.

Event description:
It was reported that the patient experienced jolting sensations throughout her body. Impedance testing showed values 1200-1360 ohms. The patient had 2 programs in group a, and when the second program was on, she felt jolting especially when she exercised. Her stimulation coverage was not as good as before, so she had increased stimulation up to 9.4v. When the stimulator pocket was pressed during impedance testing, all the values remained normal. It was further reported that the stimulator was replaced on (B)(6) 2015. The cause of the jolting was not determined. The patient had also stated at that time it was taking more and more power to get adequate stimulation. In addition, the device would be coming up on end of life, so it was decided to replace just the battery. The patient status was unknown, as their first follow up wasn¿t until (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 399960, lot# v015233, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).